Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/14/2015 and found a pinhole leak in the diff tubing. The fse replaced the sample line from the diff shear valve to the diff mixing chamber, which resolved the leak. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml from a coulter lh 750 hematology analyzer while processing samples. The leak was contained within the instrument. The customer stated that differential (diff) background failures had been generated at the time of the event. The instrument was powered off until it could be evaluated by service. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.